Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and clonidine at unknown concentrations and doses via an implantable pump for chronic low back pain and spinal pain. It was reported that the consumer did not think the pump was delivering drugs. The patient was having knee pain that progressed to the point where the patient could not walk. An MRI was requested for the knee, but the patient was redirected to the pain management healthcare provider (hcp) instead. The consumer stated the knee pain was because the pump wasn¿t working. The patient¿s knees are swollen and everyday was worse; the patient was in pain. It was stated that it should be an infection; it was not confirmed, the patient had no fever, and nothing came back in the bloodwork. The patient had been in the hospital 3 times and thought it was related to the pump; two times were for bronchitis and 1 time for pneumonia. The patient had a refill in may; the patient used to have morphine in the pump, but not during the time of the reported information. The managing hcp does not think the pump was an issue and wouldn¿t see the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.